Manufacturer narrative:
(B)(4). Patient weight: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch# (B)(4) that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, prior to deployment, the stent started to came off from the balloon. The physician then partially inflated the balloon and pulled the device out from the patient's body but the stent was completely dislodged into the aorta. The stent traveled through profunda and into the rca where it was left there. The physician abandoned the attempt to retrieve the stent when it was determined that it could cause more harm than simply leaving the stent in the arterial branch. The procedure was not completed. No patient complications were reported and the patient's status was stable.